Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that clip was broken on the solenoid plunger. A field service engineer, replaced the clip part with a new one to resolve the issue. A field service engineer also confirmed that there was a delay in dispensing medication to the patient. The device functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer requires maintenance. There were no adverse events or injuries reported based on this incident.